Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the hypotube detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. After dilatation, the device was pushed for distal delivery, it was unable to be delivered. When the device was withdrawn, the hypotube became kinked. Then, an attempt was done to straighten the device; however, the hypotube became separated outside the patient's body. The procedure was completed with a non bsc device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two separate pieces for analysis. One section consisted of hypotube, strain relief and hub. The second section consisted of hypotube, shaft and balloon, blades, tip and markerbands. A visual and tactile examination identified a complete break 845mm distal to the strain relief on the hypotube of the device. Multiple kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and tactile examination identified one kink and 1mm of stretching on the shaft polymer extrusion at the site of the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified that the balloon was unfolded and solidified saline solution was noted within the balloon material which indicates that the balloon had been subjected to positive pressure. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the hypotube detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. After dilatation, the device was pushed for distal delivery, it was unable to be delivered. When the device was withdrawn, the hypotube became kinked. Then, an attempt was done to straighten the device; however, the hypotube became separated outside the patient's body. The procedure was completed with a non bsc device. There were no patient complications reported.